Event description:
After about 30 puffs, the inhaler quit spraying [product delivery mechanism issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse event product delivery mechanism issue and no adverse event in female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2026, amneal pharmaceuticals received information from the patient¿s parent via an email concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was being treated with albuterol sulfate inhalation (ndc, batch no, exp date and serial number not reported) (frequency, dose and strength not reported) for an unknown indication. Current condition, co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that albuterol inhaler quit spraying after about 30 puffs. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. The reporter did not provide the causality of product delivery mechanism issue and no adverse event with albuterol sulfate inhalation. This case was considered as non-serious. The reportability of this case was periodic. Follow-up information (#1) was received on (B)(6) 2026. The update included findings from the quality retention sample investigation. According to the investigation results, no defects or abnormalities were observed in the retention samples. However, review of complaint data revealed multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. Given this assessment, the case meets criteria for expedited malfunction reporting.

Manufacturer narrative:
This is default text configured for block h10.